Manufacturer narrative:
Additional information received. As per the author none of the adverse events were directly related to the medtronic devices. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Journal article details; multicenter registry about the use of endoanchors in the endovascular repair of abdominal aortic aneurysms with hostile neck showed successful but delayed endograft sealing within intraoperative type ia endoleak cases andres reyes valdivia, efthymios beropoulis, georgios pitoulias, giovanni pratesi, francisco alvarez marcos, matteo barbante, claudio gandarias, giovanni torsello, theodosios bisdas, and konstantinos donas. Ann vasc surg 2019; 1¿9. Doi: https://doi.org/10.1016/j.avsg.2019.01.017. If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were implanted in two patient groups, either as treatment for an intraoperative type ia endoleak (group a) or to prevent a possible endoleak due to the hostile neck (group b). All patients in both groups had hostile neck anatomy. All but one of the patients had previously been treated with endurant stent graft systems. The following adverse events were observed: type ia endoleak type ii endoleak endotension malposition of endoanchor (retrieved with a snare) illiac limb thrombosis inadvertent over-stenting of the renal arteries death (> 30-day)